Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening in the shell, wear abrasion, crease fold, and yellow particles. Leak test and microscopic analysis was performed which identified an opening crease (sharp), an opening (striated), and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening (crease) sharp on posterior due to fold (flaw) opening and a striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.